Event description:
It was reported during follow up that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with gram-negative bacilli (organism not reported) in the culture and a wbc count of 1700/mm3. The patient was diagnosed with peritonitis due to a break in asepsis to his pd catheter (not a fresenius product). It was explained the patient was found not to have the stay-safe cap on his catheter on multiple occasions prior to this infection. There was no indication of an issue with the patient¿s catheter stay-safe cap, rather it was determined the cap was not appropriately replaced by the patient following therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient recovered from this event at home on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on a newly received liberty select cycler at home.